Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed blurry vision, pain and feeling like something is in his right eye. He was seen by a retina specialist and repair procedure of retinal tear was done. He has also seen a second ophthalmologist who reportedly said the lens looked tilted and haptic is curled and pushing out his iris. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens remained implanted, therefore it was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. According to the surgeon the event was due to patient's history of choroid macular edema (cme).

Event description:
Surgeon performed yag; the indication for the yag was not provided. According to the surgeon, the event is due to patient's history of chronic cystoid macular edema (cme). Patient was referred to a retinal specialist.